Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that the gas inlet port of an rd900azu neopuff infant resuscitator was broken. There was no reported patient consequence.